Event description:
It was reported that the user experienced a dexcom g7 ¿brief sensor issue¿ alert followed by no glucose readings for more than one hour while using the ilet system, and they were advised to contact dexcom for a sensor replacement and to insert a new sensor. Symptoms included absence of continuous glucose data. Outcomes included interruption of cgm data availability, with no injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included user education and troubleshooting focused on cgm signal loss and sensor performance. Investigation of this case revealed a cgm communication or sensor performance issue consistent with transient signal loss or sensor malfunction, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was external cgm sensor performance or connectivity issue.